Event description:
It was reported that while using bd vacutainer® buff. Na citrate 0.109m, 3.2%, there was underfill of an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buff. Na citrate 0.109m, 3.2%, there was underfill of an unspecified number of tubes. Specimen recollection occurred.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that while using bd vacutainer® buff. Na citrate 0.109m, 3.2%, there was underfill of an unspecified number of tubes. Specimen recollection occurred. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retention sample testing could not be conducted. This complaint is unable to be confirmed for the indicated failure mode of underfill. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.